Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine follow-up, this patient¿s pacemaker was found to be at end of life. Last year, the longevity of the battery was approximately two years. No premature battery depletion was suspected and the longevity difference was thought to be due to an increase in thresholds involving the right atrial and ventricle leads. A patient advocate also mentioned that earlier this year, this pacemaker did not deliver pacing and the patient experienced an unknown amount of asystole during a hospital stay due to a stroke. No further information concerning the status of the device during that hospital stay is known. Additional information from the field indicated that surgical intervention took place and the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.